Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error and buttons were unresponsive. Customer stated that she got button error and tried to press esc and act buttons but were not working. Troubleshooting was done. Customer's blood glucose was 137 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.